Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic or hypersensitivity ¿ nickel allergy') in an adult female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included morbid obesity, acute pharyngitis, upper respiratory tract infection, headache and eczema. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and pain and skin lesion ("rashes or skin conditions ¿ skin lesion, arms and legs/body covered in rash"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary changes"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, mood swings, migraine, skin lesion and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, skin lesion, tooth disorder, urinary tract disorder and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: skin lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received : case was upgraded to incident. Essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic or hypersensitivity ¿ nickel allergy') in an adult female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included morbid obesity, acute pharyngitis, upper respiratory tract infection, headache and eczema. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and pain and skin lesion ("rashes or skin conditions ¿ skin lesion, arms and legs/body covered in rash"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary changes"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, mood swings, migraine, skin lesion and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, skin lesion, tooth disorder, urinary tract disorder and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: skin lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.